Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-09170.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the patient experienced an 20 infusion leaking at site location. The infusion set long for 1 to 2 days. The blood glucose level was 200-300 mg/dl. No further information available.